Event description:
A scrub tech reported that when the vitrectomy cutter was turned on during a procedure, there was a noise and it was not cutting. Another pack was opened and the case was completed following a 15 minute delay. There was no pt harm.

Manufacturer narrative:
A sample has not yet been received for eval; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. The associated lots (2) were released on (B)(4) 2012 based on the MFR's acceptance criteria. No abnormalities that could have contributed to the complaints were found during the review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).